Event description:
A bear implant from lot: 7009361 came out of the packaging looking and feeling different. According to the dr. The implant was very soff compared to previous devices and she was able to squeeze it. She has done almost 30 cases so she elected to discard the device and use another. The implant was thrown in the trash and is not available for evaluation. The case was completed successfully with second implant. Patient is doing well.

Manufacturer narrative:
The case was completed successfully with second implant. Patient is doing well.